Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the patient felt weak and passed out. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited low impedance and elevated thresholds. Also, the ra lead had far field r-wave (ffrw) oversensing noted and there was loss of capture on the rv lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.